Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose level was 300 mg/dl. A supply change was performed resolving the occlusions.

Manufacturer narrative:
Device not returned.